Manufacturer narrative:
(B)(4). The proglide marker lumen was not pre-flushed with saline prior to the procedure. It should be noted that the proglide instructions for use states: verify marker lumen patency by flushing the marker lumen with saline until the saline exits the marker port. Do not use the perclose proglide device if the marker lumen is not patent. It is unknown it the absence of flushing the marker lumen prior to the procedure contributed to the marker lumen blockage.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Incorrect prep. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other two perclose proglide devices, are filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that suture placement in the common femoral artery was attempted with three proglide devices using the pre-close technique via a 4f sheath prior to an aortic endoprosthesis interventional procedure. Reportedly, during deployment, a suture break occurred with the first proglide device when the plunger was removed. No blood flow from the marker lumen was observed with the second and third proglide devices, despite correct positioning in the artery. Initial flushing of the marker lumen with saline was not performed prior to using the second and third proglide devices. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 16f and the aortic endoprosthesis procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The marker lumen blockage could not be confirmed as the marker lumen was successfully flushed during returned device analysis. The reported difficulty and treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue.